Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their first implant in 2022 was not placed in the correct location and they had to go to a different neurosurgeon to have it fixed. Patient stated that the doctor screwed up and did not bury the battery correctly in their lower back and it started coming out. Patient noted that they had pain at the site where the battery was and they went to the doctor who installed it and they said it should have been a little deeper and they should have used longer wires and it continued to get worse.